Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.5, 3.0, 1.4. Time between tests: 5 minutes. Therapeutic range: 2-3. Patient self tester was: milking finer after finger stick; sample was not applied immediately after finger stick; added multiple drops of blood.